Event description:
It was reported by stryker sales rep that patient complained consistent pain and effusion in both knees after bilateral mako tkr surgery. Right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced the following devices were also listed in this report: triathlon ps fem component, cemented; cat#5515-f-502; lot#aze9lavy4t tri ts baseplate size 4; cat#5521-b-400; lot#gls4ea simplexhv ce genta 10 pack; cat#61931010; lot#009bb959la. It cannot be determined which, if any of these devices may have caused or contributed. To the patient's experience.